Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings were damaged on the craniotome device. It was further determined that the device failed pretest for temperature, cutter insertion and visual assessment. It was noted in the service order that the device could not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, reliability engineering performed additional investigation and determined that the device could not work was confirmed. A visual and functional assessment was performed which found that the device had excessive vibration and the neuro-tip leg was drilled into. During repair, it was observed that the bearings were broken, the inner race was missing, and the outer race was stuck inside the device. It was determined that the issue with the drilled neuro-tip leg was indicative of excessive side loading causing the cutter device to flex and to come in contact with the leg of the neuro-tip. It was further determined that the issue with the broken bearings was consistent with normal wear over time. It was determined that the component damage (drilled neuro-tip leg) was caused by user error and the component damage (vibration) was caused by worn out bearings from normal use and servicing over time. The assignable root cause has been corrected from product design, construction/design false, defective to the assignable root cause was determined to be due to wear from normal use and servicing over time and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.